Event description:
The customer reported transducer fault alarm on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received th device for evaluation. A visual inspection of printed circuit board was performed and found no visible signs of damage or defects. Printed circuit board was installed into a known good top-level vela system and powered on into user mode. Upon start up, unit took 2-3 abnormal breaths and began to alarm ventilator-inoperable, motor fault, circuit fault, transducer fault. System power was cycled and booted into service mode. A review of events log found several transducer faults occurring. Entered calibration menu and proceeded to transducer calibration as described in vela service manual. During calibration, found turbine differential transducer (pt800) was unable to be calibrated. Zero ad counts are below the acceptable range. The reported failure was able to be duplicated and isolated to a faulty sensor,diff pres,miniture. This is a known issue that has since been addressed with CAPA-000000281, scar ps-16-23, co 102677.